Manufacturer narrative:
1718912-2016-00014 is associated with (B)(4), biotene moisturizing mouth spray (2013 formulation).

Event description:
Had a reaction [nonspecific reaction]. Case description: this case was reported by a non-health professional via call center representative and described the occurrence of nonspecific reaction in a patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray for product used for unknown indication. Concurrent medical conditions included throat cancer. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation). On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced nonspecific reaction (serious criteria hospitalization). The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. On an unknown date, the outcome of the nonspecific reaction was unknown. It was unknown if the reporter considered the nonspecific reaction to be related to biotene moisturizing mouth spray (2013 formulation). This report is made by (B)(4) without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: this case was received from a pharmacy representative. The reporter was unsure what reaction the consumer had and had no other details about the event or the consumer.